Manufacturer narrative:
510k: this report is for an unknown unk - nail head elements: dhs/dcs blade. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: f. Butt, a. Hussain, a. Khan, m. Sharif (2017). Implants for extracapsular neck of femur fracture dynamic hip screw versus intramedullary nailing. J. Ayub medical college abbottabad, vol. 29, issue 4, pp. 697-701. United kingdom. The purpose of the study was to evaluated the efficacy of dynamic hip screw versus intramedullary nailing with the proximal femoral nail advanced system to treat femoral fractures. The study was conducted between june 2015 and may 2016 and included a total of 178 patients (125 females, 53 males). Patients were treated for femoral fractures using the synthes dynamic hip screw (dhs), synthes proximal femoral nail (short and long, pfna), and the synthes trochanteric stabilization plate (tsp) or a combination of these devices. The following complications were reported: one patient, treated with dhs, presented with shaft medialization. One patient, treated with dhs, presented with wound infection, which was treated with antibiotics. One patient, treated with pfna, short, presented with wound infection. One patient, treated with dhs, presented with a screw cut out that required revision to total hip replacement. One patient, treated with dhs, tsp, and unknown screws, presented with an unknown failure of the construct and was revised to an unknown nail. Two patients, treated with unknown pfn, presented with wound infection. One patient, treated with unknown pfn, presented with a periprosthetic fracture. This report is for an unknown unk - nail head elements: dhs/dcs blade. This report is for a patient treated with dhs/tsp presented with an unknown failure requiring revision to unknown nail. This is report 5 of 8 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.